Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing. The asymptomatic patient presented for lead revision, the lead was explanted and replaced successfully.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching the outer insulation was noted at 11.1 cm to 11.4 cm from the connector pin. Abrasion are consistent with constant friction with another implanted device. The exposure of the outer coil in this location was most likely the cause of oversensing and noise problem reported from the field.